Event description:
Pt admitted for elective diagnostic laparoscopy. During closure of the incision the tip of the needle was broken, approx. 2 or 3 mm. All attempts made to locate needle were futile, including magnetic retriever and abdominal x-rays of pt. No metallic foreign body was identified.